Manufacturer narrative:
Batch review performed on 8 february 2021: lot 165089: (B)(4) items manufactured and released on 26-oct-2016. Expiration date: 2021-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
3 months after the previous revision surgery (due to instability) the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.